Manufacturer narrative:
The event date was not reported, the aware date was used as an estimate.

Event description:
It was reported that a perforation occurred. It was reported via social media that a patient was having a left atrial appendage (laa) closure procedure performed. During the procedure the physician perforated an artery of the patient which required open heart surgery to repair.